Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s glucose reached 55 mg/dl after announcing breakfast and eating an english muffin, then consuming jellybeans when the glucose trend arrow was sideways, and later returned to 124 mg/dl after coaching to announce insulin 15 minutes after the appetizer and not announce again. Symptoms included no reported clinical manifestations despite the low glucose. Outcomes included recovery to in-range glucose without hospitalization or medical intervention beyond oral carbohydrates. Investigation included troubleshooting and user education regarding meal announcements and carbohydrate treatment. Investigation of this case revealed no device malfunction or component failure and suggested user workflow contributed, with guidance provided on timing and frequency of meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.